Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image was not clearly visible. The issue occurred during preparation for use involving an olympus rigid video laparoscope. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field; d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noisy image and the fiber bonding in the outer tube area (distal end) was damaged a definitive root cause could not be identified. Based on the results of the investigation, the charge coupled device (r-unit) was found to be defective, resulting in a noisy image (poor image quality), which confirmed the customer's reported allegation that the image was not clearly visible. Additionally, damage to the fiber bonding in the outer tube area (distal end) was identified. The most probable cause of the damage was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.